Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a new sensor message during warm-up occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a potential patient misuse which led to an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor message during warm-up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.